Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. This issue can be resolved by using an alternate instrument to complete the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported that the instrument was not cutting properly. The instrument was removed from use and replaced with another instrument of the same type. The procedure was then completed without further delay or reported complications. The procedure was completed with no reported injury.